Event description:
During use, an intermittent comm error (user does not know which one occured. No patient harm, a backup unit was used for monitoring.

Manufacturer narrative:
Attempts to acquire the required patient information are ongoing. Welch allyn will update this report, when it has acquired this information. Initial evaluation could not confirm an intermittent comm error. An "ECG comm error" ocurred after 12 hours of burn in during the performance of a service procedure. The ECG comm error was caused by an intermittent connection between the ECG cable and connector on the preamp board. The preamp cables and connectors were replaced. The device was repaired and tested. The device performed in accordance with its specifications.